Event description:
This case was initially received via regulatory authority (B)(4) on 24-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("generalised pelvic inflammation and the entire excretory system") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis. On an unknown date, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("severe pelvic pain was not frequent and did not last more than 24 hours, then, the pain became more severe, so much so that she could not longer tolerate / pudendal nerve pain"), pudendal canal syndrome ("severe pelvic pain was not frequent and did not last more than 24 hours, then, the pain became more severe, so much, so that she could not longer tolerate / pudendal nerve pain"), lacrimation increased ("constant watery eyes"), pain ("major pain that disturbs her sleep and daily life"), mental disorder ("psychological distress") and hypoacusis ("losing her hearing"). In 2013, the patient experienced ear discomfort ("left ear was often plugged / has been completely plugged"). In 2014, the patient experienced neuritis ("inflammation of the pudendal nerve"). In (B)(6) 2016, the patient experienced cough ("constant cough"). In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract inflammation ("generalised pelvic inflammation and the entire excretory system"), dysuria ("terrible pain on urination and defecation"), dyschezia ("terrible pain on urination and defecation") and genital discomfort ("feeling of an iron bar between her legs"). The patient was treated with cortisone. At the time of the report, the pelvic inflammatory disease, pelvic pain, pudendal canal syndrome, lacrimation increased, pain, mental disorder, hypoacusis, ear discomfort, neuritis, cough, urinary tract inflammation, dysuria, dyschezia and genital discomfort outcome was unknown. The reporter provided no causality assessment for cough, dyschezia, dysuria, ear discomfort, genital discomfort, hypoacusis, lacrimation increased, mental disorder, neuritis, pain, pelvic inflammatory disease, pelvic pain, pudendal canal syndrome and urinary tract inflammation with essure (ess205). The reporter commented: due to pudendal nerve pain, her doctor also prescribed a cortisone-based cream, but she informed that it did not provide any notable relief. In 2014, she saw a new gynaecologist, who sent her to a pain management centre. The doctor decided instead to put in place therapeutic management designed to treat a psychological disorder. Furthermore, she reported that saw three doctors in 1 week who found nothing on auscultation. Meanwhile, she consulted three ent (ears, nose, and throat) specialists between 2013 and 2017. None of the doctors could find an explanation for her problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound in 2011, CT-scan of sinuses, x-ray of sinuses, chest x-ray, pelvic ultrasound, and brain MRI. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic inflammatory disease: the analysis in the global safety database revealed 57 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.